Event description:
It was reported that customer experienced alert 5 followed by alarm 7. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Elevated bg was addressed by a correction bolus. Customer continued to use pump for insulin therapy.